Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they went to a different physician to obtain a second opinion on medication and vns settings. The physician changed the patient's settings and two months after the patient reported having more seizures than usual. The patient returned to their normal neurologist who informed them that the previous doctor did a bad job with the settings and it was not working as well as it should have. The settings were adjusted but the patient reported losing time receiving adequate therapy during 3-4 months due to the previous settings changes made. At this time, it is not clear what type of settings adjustment was made. No additional relevant information has been received to date.